Event description:
It was reported that the right ventricular lead was explanted due to an impedance increase up to 2500 ohms, and oversensing. It was noted that impedance varied by as much as 1000 ohms each time the device was checked. No patient complications have been reported as a result of this event. Additional information was received alleging, the patient 'suffered physical and other injury as a result of the recalled lead'. It also alleged that the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury', resulting in removal of the 'defective' lead. The patient 'suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed'. No monitor alarm sounded. And the patient 'has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages.'